Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing, heart and lung disease. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing, heart and lung disease. There was no report of patient serious harm or injury. After the pms - reassessment, it shows serious injury. So, in this report box- b and h has been updated.